Event description:
It was reported that a "surgeon operated on a thin healthy pt in 2002 for pelvic pain. Pt had a previous hysterectomy for endometriosis. The surgeon performed a laparoscopy with minimal fulgeration of endometriosis and instillation of intergel. On post-op day 2 the patient was readmitted to the hospital with abdominal pain and distention and signs of a bowel obstruction. Their wbc was mildly elevated. A laparotomy was performed with findings of diffuse inflammation of the serosa of the bowel with inflammatory exudate. Cultures were not performed. Biopsy was not taken."